Event description:
It was reported to boston scientific corp that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the tip of the sphincterotome was broken in the middle of the procedure. The device was removed and another ultratome xl sphincterotome used. It was possible to do a partial sphincterotomy. No information regarding the status of the patient was provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.